Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurred last week). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery (cfa) after an interventional procedure. After the site was closed successfully with the proglide device, the patient experienced 'some' problem (unspecified). The cfa site was reaccessed and a left heart catheterization procedure was performed. Another proglide device was used to attempt vessel closure. This suture broke during knot advancement. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.